Manufacturer narrative:
(B)(4).

Event description:
New information received notes that fracture was observed via x-ray. The lead remains implanted. The patient was stable and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory notifier for high, out of range high voltage lead impedance was observed. Programming changes were made. During a normal follow-up, externalized conductors were observed. Patient was asymptomatic. The patient was stable and will continue to be monitored with routine follow-ups.